Event description:
A doctor called to report that the customer was hospitalized. There was a call from the doctors office for the customer to increase one basal rate from 5u per hour to 6u and to test the pump. Assisted to program the basal rate and the maximum basal. It was stated that the customer was very thin, uses a quick set, and gets red/swollen sites often. The insertion hurt frequently, and had frequent bent cannula. Also the customer received frequent no delivery alarms. The customer occasionally filled the reservoir with cold insulin. Troubleshooting was performed. The pump passed the testing.